Event description:
Account reports 2-3" incidents in which the reported device is separating on neonatal preipheral lines. Reporter stated the neonates did lose a small amount of blood in each of the incidents, however, no transfusion required. In one incident, the peripheral line did require a re-start. Reporter stated there was no further compromise to the patient. Lot number unknown. No samples saved.